Event description:
Gambro received a complaint on feb 26, 2008 from a facility who reported that a phoenix machine was leaking and went into general safe state. It was unk when the leak occurred. There was no pt injury or medical intervention warranted in this event. No evidence that a tube disconnection related alarm occurred. A gambro tech inspected the machine and found the silicone elbow disconnected from po transducer. He reconnected the silicone elbow to the po transducer. He performed an adr rinse.